Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that the burr stuck on the wire. The 97% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.25mm rotalink burr and rotawire were selected for use. During the procedure, it was noted that the wire was twined with the burr. The device was removed as one unit. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital correction: h6 addition of coding, b5 description corrected device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device did not identify any damages or defects. Inspection of the device after destructive testing found that the handshake connection was bent and prevented coil movement. The handshake connection could not be retrieved from the sheath within the burr housing. Therefore, destructive testing was performed, in which the burr housing was dismantled, and the interior components were inspected for damages or defects. Media depicted a portion of the burr catheter with the handshake connection slightly visible with majority within the burr housing. No damage was noted within the media provided.

Event description:
It was reported that the burr stuck on the wire. The 97% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.25mm rotalink burr and rotawire were selected for use. During the procedure, it was noted that the wire was twined with the burr and the burr did not match the advancer joint. The device was removed as one unit. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.